Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and remained static. No reported adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.